Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 1:00 pm, the patient was taken to the hospital by her grandmother due to concerning symptoms. At that time, the patient¿s bg reading was 497 mg/dl, while the cgm reading was 70 mg/dl. The patient reported experiencing nausea, confusion, headache, dehydration, excessive thirst, sweating, and an inability to stand. At 2:20 pm, the bg reading had increased to 545 mg/dl, while the cgm reading had decreased to 60 mg/dl. By 3:40 pm, the bg reading had risen further to 726 mg/dl, with the cgm reading showing 55 mg/dl. Upon arrival at the hospital, the patient was treated with an IV insulin drip and admitted to the ICU. The cgm continued to display ¿low¿ readings during this time. The patient was diagnosed with diabetic ketoacidosis (dka) and received continuous IV insulin treatment while under monitoring. She was discharged from the hospital on friday, on (B)(6) 2025, at approximately 2:00 pm. At the time of this report, the patient¿s bg was 172 mg/dl, and the cgm reading was 180 mg/dl. The patient was advised to follow up with her endocrinologist; however, no appointment has been scheduled yet. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6: codes: health effect - clinical code problem code: e0122 movement disorder/ code not available h6: codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.